Manufacturer narrative:
Radiometer investigation of the received data logs has identified the na sensor and the analyzer to be functioning as intended. Based on the investigated data and the information at hand it can be concluded that the analyzer and the sensor cassette do work as intended, with the root cause no malfunction. H6: component code 4756 as the analyzer did not malfunction.

Manufacturer narrative:
H6: prolonged hospitalization due to analyzer result was experienced, but as there was no health damage accompanying the use of the analyzer the "health effect - impact code" has been corrected to code 2199.

Event description:
According to the complaint on the abl90 flex plus analyzer (B)(4) the customer measured a capillary sample at 15:17 on (B)(6) 2021 with sample #(B)(6). The na measurement was 163 mmol/l. The lab did not believe this result, so they drew a new sample and measured it again on the same instrument at 16:02 with sample no. #(B)(6). This time the na result was 141 mmol/l. A cobas na measurement was measured at 15:30, which was 138 mmol/l. Based on the described na results the customer considers the first abl90 flex plus analyzer na result of 163 mmol/l as false high. No reports of death or serious injury.